Manufacturer narrative:
The failed driveline repair from (B)(6) 2019 was investigated under manufacturer report number: no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic for a routine visit. The patient had a known driveline fault despite external portion of the driveline being repaired on (B)(6) 2019. A log file review was requested. The low flow alarms noted in the alarm review were attributed to over diuresis. The log file captured low flow events on (B)(6) 2020. There do not appear to be any type of mcs equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. The log file continues to captured driveline fault events throughout the log file. There appears to be a fractured conductor & if the redundant conductor fractures the pump will stop and may not restart. There were no other unusual events recorded in the log file event history. It was reported that no further low flow events were reported. The patient had no symptoms. The treatment for the patient was to decrease diuretic. It was reported that the patient was admitted with low flow alarms on (B)(6) 2020 and a ramp echo was performed. Limited transthoracic echocardiogram (tte) for ramp study to assess left ventricular assist device heart mate 2. At baseline 9200rpm the pi is 5.7, power 4.6 and flow 3.3. The left ventricular end diastolic diameter (lvedd) is 4.20cm. The aortic valve is not opening and there is mild to moderate aortic regurgitation. There is trace mitral regurgitation. The septum is slightly bowed to the left. At 9600 rpm the pi is 5.2, power 4.9 and flow 3.2. The lvedd is 3.84cm. Aortic regurgitation (ar) increased to moderate . No change in mr (mitral regurgitation) or septum. At 10000 rpm the pi is 4.3, power 5.4 and flow 3.3. The lvedd is 3.65cm. Ar appears moderate. No change in mr or septum. At 10400 rpm the pi is 3.6, power 5.9 and flow 3.3. The lvedd is 3.18cm. Ar appears moderate. Septum is unchanged. At 8800 rpm the pi is 6.6, power 4.1 and flow 3.2. The lvedd is 4.27cm. The lvad was left at 9200 rpm. The ordering physician was present for the duration of the study so findings were communicated at the bedside.

Manufacturer narrative:
Section b5: the failed driveline repair from 27aug2019 was investigated under manufacturer report number 2916596-2019-04438. Manufacturer's investigation conclusion: the report of low flows was confirmed through the evaluation of the submitted log files. Additionally, a direct correlation between the device and the reported aortic regurgitation could not be conclusively determined. The log files contained intermittent low flow hazard alarms throughout the duration of the recorded data. The alarms occurred due to the estimated flow being calculated below the low flow threshold of 2.5 lpm. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. It was reported that there were no further low flows. The patient did not have any symptoms. The patient¿s treatment was decreased diuretic. A ramp echocardiogram was performed and moderate aortic regurgitation was observed. The patient remains ongoing on vad support and no further issues have been reported at this time. The heartmate ii (hmii) left ventricular assist device (lvas) instructions for use (IFU) explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document states that aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.